Manufacturer narrative:
H10: manufacturing review: complaint and device history records with the reported lot number were reviewed. These lots meet all release criteria. A manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed. The venous catheter effective length was measured and found to be approximately 50.2cm in length. A kink was noted on the venous catheter approximately 7.6cm from the distal tip. The kink was likely to have been caused by storage conditions between preliminary evaluation and the evaluation. The arterial catheter effective length was measured and found to be approximately 51.2cm in length. A kink was noted on the arterial catheter proximal magnet array approximately 6.2cm from the distal tip. The kink was likely to have been caused by storage conditions between preliminary evaluation and the evaluation. Magnets in each catheter attract to each other. Arterial catheter was co-apted with the venous catheter. Therefore, the investigation is inconclusive due to the fact that the actual conditions of use could not be reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2021), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during creation of the arteriovenous fistula (avf), the catheters allegedly failed to align properly. Reportedly, a 6fr catheter set was required in order to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during creation of the arteriovenous fistula (avf), the catheters allegedly failed to align properly. Reportedly, a 6fr catheter set was required in order to complete the procedure. There was no reported patient injury.